Event description:
Same case as MFR # 2134265-2011-04209. It was further reported that pieces of the unspecified previously placed stents were surgically removed along with the stuck burr.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: six different pieces of material were returned for analysis. Visual examination under magnification found that the returned materials consisted of the following: one approximately 2.5cm in length piece of rotalink drive shaft coil with burr attached, one approximately 4cm piece of detached unknown manufactures stent, two additional pieces of detached unknown manufactures stent with body tissues present and two approximately 3cm in length pieces of damaged guidewire with body tissue present. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure a burr became stuck in the lesion, a vessel occlusion and patient complications occurred. Access was gained via the right femoral artery. Angiography revealed suspected significant medium to high grade stenosis of left anterior descending artery (lad) close to the origin of the vessel and suspected significant in-stent restenosis of three previously placed unspecified stents. The medium to high grade stenosed lesion being treated was located in the highly calcified proximal lad. Intravascular ultrasound of the coronary arteries was performed. Two non-bsc balloons, 2.5x12mm and 3.0x12mm, were used for pre-dilatation. Then a 325cm rotawire floppy guide wire was advanced and a 1.50mm rotalink burr was also advanced. Rotational ablation of the lad was then performed four times. The first was for 10 seconds at 200,000 rpm, second for 10 seconds at 200,000 rpm, third for 10 seconds at 200,000 rpm, and the fourth was for 12 seconds at 190,000 rpm. It was then noted that the patient was emergently intubated. About two minutes later, rotablation occurred again followed by immediate percutaneous transluminal coronary angioplasty. Cardiopulmonary resuscitation and ventilation soon followed. The patient went into ventricular fibrillation with successful cardioversion following external electrical defibrillation. At an unspecified point during this procedure, the burr became stuck in the proximal lad followed by occlusion of the vessel; due to technical difficulties it was impossible to remove the burr. The patient was immediately transferred to another hospital for emergency bypass surgery and myocardial revascularization as well as removal of the burr. The patient's status post surgery was described as fine.